Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 alarm (air in line). The alarm occurred during dwell 4 of 4 in peritoneal dialysis therapy while the patient was still connected. The supply bags were empty and there was only solution in the heather bag. The technical services representative assisted the patient in clearing the alarm and advised the home patient finished therapy with a manual bag. There was no patient injury or medical intervention reported. Additional information was requested and is not available.